Event description:
After initial implant surgery, the pt reportedly experienced significant imbalance which seemed to improve, the pt's condition was observed to regress after initial stimulation when they would use their device. The pt reportedly experienced severe vertigo and double vision and ceased using their sound processor. The surgeon suspected a fistula. The surgeon performed a transtympanic procedure. The surgeon trimmed a few millimeters off the end of the positioner. Four months later the pt was seen at the center. The pt reported that their vertigo was better. They had started wearing their sound processor again. Programming adjustments were made. The pt reportedly experienced sound percept problems and pain when they removed the external headpiece. A follow-up appointment with a co representative was scheduled. Programming adjustments were made. The pt was wearing the sound processor again. A follow-up appointment was made by the center. However, the pt did not show up for the appointment. The center has been unable to contact the pt for further follow-up.